Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra meter did not power on. She went to her dr; a result of 116 mg/dl was obtained on the dr's device. She received no treatment. The customer care rep (ccr) confirmed that the pt had recently changed the meter battery and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not turn on. The meter was replaced.